Manufacturer narrative:
The reported event of pieces broke off was confirmed. During testing it was found that the tip of the actuator rod on the blade mount mechanism and the safety pin had both broken off, which prevented the unit from being able to cut. These failures were the cause of the event. A damaged blade mount base including an actuator rod failure could potentially result in a device fragment. The safety pin can fracture from improper loading of blades or use of third party blades. With this failure the safety pin may break free within the blade mount, which causes an inability to insert or remove a blade in the device and can result in potentially unretrieved device fragments.

Event description:
The system 7 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the the tip of the actuator rod and the safety pin on the blade mount mechanism were broken off . There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 sagittal saw was returned to stryker instruments for service, and during functional evaluation it was noted that the tip of the actuator rod and the safety pin on the blade mount mechanism were broken off . There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Additional information may be submitted once the results analysis is complete.